Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed battery out limit during normal use. She checked her blood glucose and it was 498 mg/dl. Customer stated that she changed the battery, reset time and date, and did a correction bolus of 4.5 units. Customer stated, she was not sure if the device was off for an extended period of time. Customer stated, she was horseback riding and perspiring and discovered the device alarmed button error. Customer stated she changed the battery and now the numbers were ramping on there own. Customer's blood glucose was 98 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.